Event description:
This customer reported that they could not get a waveform. It was not specified whether this was a pads or a leads ECG waveform that they could not acquire. No pt harm was reported.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.